Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The lead was placed without issue but exhibited high out-of-range pace impedance measurements; all other parameters were satisfactory. The lead was repositioned and impedances tested via both the device and competitor pacing system analyzer (psa) with multiple sets of cables. The lead was removed and an alternate lead implanted. The replacement lead initially exhibited high pace impedances; however, subsequent measurements returned acceptable values once the competitor psa cables were exchanged. The procedure was completed without further complication. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.